Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Subsequent follow-up with the reporter, additional information was received. The reporter clarified that there was a delay in the surgical procedure of approximately 15 minutes. There were no consequences or impact to the patient., the case was completed by using new truespan products. It was clarified that the peek implants never broke, in first case the truespan got stuck and did not expulse the peek implants. In second truespan case the white sleeve in the device folded back towards the rear. It was reported that the implant did not break into two pieces. It was reported that the surgeon was not off-axis. There were no debris left in the patient. It was reported that the surgeon fully depressed the trigger to penetrate the meniscus all the way to the depth stop and used a probe. It was reported that the detached implants were removed with a basket clamp. It was confirmed that the failure with the trigger on the first implant was that it did not deploy the peek implant. It was reported that the failure with the white sleeve was that it folded back towards the rear as it bended over itself.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the handle of the device was loose, and appeared to be detached from the internal firing mechanism. It was also observed that both implants were not inside the needle of the device. It is possible that the surgeon did not insert the needle far enough into the tissue, therefore causing the first implant to become stuck against the surface of the tissue. When this occurs and the user continues to pull the trigger, excessive stress can cause the trigger to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects during production identified that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep in (B)(4) that during meniscal repair surgery, a truespan 12 degree peek device did not work correctly. According to the reporter, the trigger was fractured at the time of the first shot without exerting significant pressure on the meniscus by the doctor. It was not reported if there was a delay in the procedure, or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.